Event description:
Patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation of the device has not yet been completed. This report is made under the requirements of the medical device reporting regulations and does not constitute and admission on the part of animas of any deficiency in the performance of the device.